Event description:
Customer reported the system is displaying a file corruption message when trying to save or recall images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and relocated software. System operates as intended.